Event description:
This report was delayed due to ecri program unaccessible to user. Iabp failed to track signals during surgery. Necessary to place pt on bypass until second unit available. This pt has had a complicated post-operative course, but has multiple health problems. It is inconclusive if any of the post-operative course resulted from this delay of having a functioning intra-aortic balloon pump in place. No problems identified in january at time of maintenance or since above incident occurred.